Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, and the impedance trend of the right ventricular pacing lead was rising.

Event description:
It was reported that the patient presented to the hospital with a broken hip and leg after falling; the cause of the fall was not confirmed. The right ventricular (rv) lead exhibited high threshold and intermittent capture. In addition, there was variable and increased to high lead impedance measurements, with a possible lead fracture. The physician questioned whether intermittent rv capture caused the patient to experience syncope, resulting in the patient's fall. Reprogramming was performed to increase rv output to ensure pacing capture. Subsequently, the lead was capped and replaced. No further patient complications have been reported as a result of this event.